Event description:
It was reported that the ventilator alarm was not working and the case was busted. No additional information was available. No patient involvement or injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged top case, battery cover, front panel, and all small knobs. The input manifold was loose on the bottom chassis. The customer stated problem was duplicated. Replaced front panel and 4 small knobs. Tightened retaining screws to the bottom chassis. The cause of the reported problem was traced to the customer damage of the device (impact). A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. D5: correction: operator of the device: unknown

Event description:
Additional info received via email 6-jul-2022. No patient involvement. No adverse effects.